Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for abnormal impedance of the right atrial (ra) lead and a single spike to high undefined impedance was observed. It was noted that noise was identified by the atrial intracardiac electrocardiography while the patient performed elevation of their left arm. The alert was programmed off. The device was reprogrammed and the lead was programmed off. The lead will be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for abnormal impedance of the right atrial (ra) lead and a single spike to high undefined impedance was observed. It was noted that noise was identified by the atrial intracardiac electrocardiography while the patient performed elevation of their left arm. The lead was reprogrammed and then programmed off. The lead will be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.